Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the side sensing electrodes. Patient reported having sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended using a powder. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.